Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient has experienced a loss or change of therapy. Patient reported they turned on therapy on (B)(6) 2017, and since then, therapy has not been consistent. Patient feels stimulation, but said therapy will work and then stop working. The patient will increase stimulation and it will work for a while and then stop working. Caller also noted they have been constipated since implant date of (B)(6) 2017. Patient will follow up with their hcp. When the patient follows up, it was recommended for the doctor to check the incision site and ask about constipation.

Event description:
Additional information was received from the patient. It was reported that the patient took colace and miralax for the constipation and stopped eating and drinking citrus fruits. The patient reported that their symptoms and therapy are much better now.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient reported they were experimenting with their device settings since they got the implant and they had much better relief if they shut their device down at night by dialing stimulation down to 0.0v and only uses stimulation during the day. Patient reported this works 5 times better for them and they have stayed totally dry for 4 days. Before the device was not doing even half to control their symptoms. Patient tried turning stimulation down at night because they noticed when they moved a certain way they felt stimulation stronger.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.